Event description:
It was reported that the deep brain stimulator was not working. The battery may have been dead. The patient felt no stimulation. The patient had a difficult time finding a physician to perform the replacement after he had moved. Both stimulators were replaced. The patient recovered without sequela.